Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. The pulse generator remains in service. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. Later, the patient had multiple inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The doctor elected to program the system off. A transvenous system may be implanted later. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. The pulse generator remains in service. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. Later, the patient had multiple inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The doctor elected to program the system off. A transvenous system may be implanted later. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. Later, the patient had multiple inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The doctor elected to program the system off. A transvenous system may be implanted later. There were no additional adverse patient effects.